Event description:
It was reported that the pump exhibited a force sensor bridge test. No patient injury was reported.

Manufacturer narrative:
No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked on the side, the top case was counterfeit, all the hinges were cracked on the bottom cases, and the broken pieces were rattling inside the pump. Force sensor background test found in pump event history log. During functional testing using the power up and motor drive tests, the reported issue of force sensor background test was able to be duplicated. The force sensor did not operate as intended. The root cause was unable to be determined. Replaced force sensor and plunger circuit board. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).